Event description:
On 12/15/92 catheter was inserted in the right subclavian. Working well and was patent as of 12/93. On 1/18/94 pt presented in the oncology clinic. Catheter was flushed and pt developed severe right shoulder, neck and arm pai. Chest x-ray was obtained which demonstrated that thcatheter had fractured and a portion was lying the right atrium. On 1/19/94 right atrial angiogram followed by percutaneous removal of a free catheter fragment from the right heart from a right common femoral vein approach. On 1/25/94remainder component of catheter removed in surgical day care under local anesthesia and IV sedation. Procedure tolerated well, without any problems.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.